Event description:
The customer reported a corneal burn. The surgeon stated that he was barely able to close the incision. The surgeon is blaming the settings on the machine. The wound was sutured. The company sales rep attended surgery with the surgeon. The settings were reviewed and it was noted that the surgeon has been using these settings for at least 2 years. It was determined that the reported event was not related to the settings or the system but to the surgeon's technique during surgery. The company sales rep confirmed the facility continues to use this system without further incidents.

Manufacturer narrative:
The facility did not request a service request to check the system. The facility continued to use the system with no further reports received. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no.11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.